Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1/ full address: (B)(6).

Event description:
A user facility returned the olympus device, high flow insufflation unit, to the olympus service center for annual inspection. Upon inspection and testing of the returned device found error e03 irregularities with the channel pressure sensor is found in the error log record during pm in warehouse. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to e1, g2, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e03 irregularities with the channel pressure sensor could not be determined. Olympus will continue to monitor field performance for this device.